Event description:
Additional information was received from manufacturer representative (rep) who states that there were no loose wires or wire-related device issues. The cause was unknown and patient was told to turn off stimulation. Rep states patient continues to no receive stimulation and patient may be explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the ins had little effect, and the patient still got cramps. They were not as bad. The patient had it removed (B)(6) 2025. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-dec-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 05-dec-2027, UDI#: (B)(4) b3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator was giving them problems. They put it in and the cramps had gotten worse. Additional information was received from the patient (pt). They reported that their symptom control on their device malfunctioned. Pt reported the stimulator output was not working. The cause of the issue was unknown. Pt reported there were loose wires. Pt reported the rep set up a new program, but it has not helped. Pt reported that always had pain at night time when their body was at rest. Pt noted the stimulator doesn't come on when the pain starts and only come on after the pain was gone. Pt noted sometimes the stimulator came on if they turn or stretched. Pt noted they charged their stimulator every 3 days.